Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 ll vlv adpt(stand alone) were clogged/blocked/occluded. The following information was provided by the initial reporter: this product connects to the end of a tubing and it is not allowing the fluid to go through the end of the connection. On all 7 products. More than 7 products involved only 7 available for return.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Date returned to mfg: 2020-08-13. H.3. Device evaluated by mfg?: yes. H.6. Investigation summary: evaluation statement the customer reported that the product connects to the end of a tubing and it is not allowing the fluid to go through the end of the connection on all products. Received were six used smartsite valves model 2000e with their packages lot 20035499. Also received was a note with the written text "...lot 20035499 not allow fluid". Visual inspection of the as-received samples observed no obvious issues. Functional testing was performed on one of the samples by attempting to push fluid through from a lab syringe. The fluid was observed to flow through and exit as expected. Further testing of attaching the sample to a lab extension set's male luer and pushing fluid through the mated components also observed fluid to flow through and exit as expected. The testing was repeated on the rest of the samples with the same results. The device history record for model 2000e lot 20035499 shows the component was manufactured on 06mar2020 with a total of 48,003 units built. There were no quality notifications issued during the production build of this component. Root cause analysis: the customer's report that the product will not allow the fluid to go through the end of the connection was not confirmed. The root cause was not identified. Investigation conclusion: the customer's report that the product will not allow the fluid to go through the end of the connection was not confirmed based on functional testing of the as-received smartsite valve samples. Fluid was observed to flow through and exit as expected. Further testing of a lab extension set mated to the received samples also observed no issues. No mating components were received from the customer. The root cause was unable to be identified.

Event description:
It was reported that 6 ll vlv adpt(stand alone) were clogged/blocked/occluded. The following information was provided by the initial reporter: this product connects to the end of a tubing and it is not allowing the fluid to go through the end of the connection. On all 7 products. More than 7 products involved only 7 available for return.